Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The deployment difficulty and resistance with the thumbwheel were unable to be confirmed due to the condition of the returned product. The absolute pro .035 biliary self-expanding stent system IFU, states: should unusual resistance be felt during initial rotation of the thumbwheel, prior to any of the stent starting to deploy, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Additionally, the IFU states, failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified occluded superficial femoral artery. A 5.0x100mm absolute pro delivery system crossed the lesion without issue with the assistance of an unspecified 0.035 guide wire. When moving the thumbwheel back to deploy the stent, there was no sign of movement to deploy. The physician was unable to deploy the stent fully because the thumbwheel was blocked. Only 2cm of the stent was able to be partially deployed. A few more attempts were made with force, by pushing and pulling the catheter, but were unsuccessful. It was decided that the handle be opened and manipulated manually to deploy the rest of the stent. The stent was then successfully deployed fully to the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.